Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Event description:
It was reported that patient underwent an arthroscopy and acl reconstruction on (B)(6) 2014. During the procedure, the etched pin tip fractured off in the distal right femur. The tip was located on the post-operative radiograph. Surgeon opted to leave it in the patient as it was causing no patient harm.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number/expiration date - unknown. PMA/510(k) number ¿ unknown . Manufacture date ¿ unknown.